Event description:
Hole in the white tray wrap.

Manufacturer narrative:
On (B)(4) 2013 confirmed holes in hospital wraps for five of six returned trays. Root cause is undetermined. Failure analysis: four trays were returned with opened header bags and product labels. Two trays were returned without header bags or product label. Four of the six hospital wraps had holes at corners of the trays. One wrap had a hole along the edge of the tray. One wrap had slight damage along the fold near the corner of the tray that tore the paper layers of the wrap, but did not penetrate the plastic layer. Device history review: a review of the lot history record indicated the inspections were performed as required and no nonconformance was found during the tray build process. There ar no related variances, ncmrs, hhes or change control. Trend analysis: a review of complaints for the last two years revealed similar complaints related to damage hospital wraps. A CAPA has been initiated. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.